Event description:
It was reported that during a supply change for a bent cannula, the user initially performed only a site change, then switched to a full supply change and filled the tubing while still connected to the body, resulting in approximately 3 units pushed before disconnection; the event involved user handling of the infusion set, tubing, and cartridge with no device malfunction identified and the relevant component was the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the tubing. The user disconnected immediately upon instruction and completed the fill process off body, with drops observed after an additional 8 units, suggesting no insulin delivery occurred during the brief on-body fill. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. The user later reported a blood glucose of 303 mg/dl and was advised to monitor closely.